Event description:
It was reported that during an implant procedure, when the existing atrial lead was connected to the new device, atrial noise was observed. The setscrew on the device was reset, the header and lead were inspected, the lead was rechecked via the analyzer and found to be stable there. The lead was reconnected to the new device in the pocket and intermittent noise was observed again. There was a question of grommet warming issue. The device was reprogrammed and the atrial lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).